Event description:
Additional information received from a manufacturer representative. It was reported that the revision had been planned for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# unknown serial#, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the impedances were within normal range at the (B)(6) 2024 visit. During the (B)(6) 2024 visit, it was found that there were low impedances with electrode 5 (210 ohms), 6 and 7 (180 ohms). It was noted that electrode 4 has doubled but still within normal range. The result of stimulation was not stronger shocks at the same amplitude, but rather a reduction in paresthesia (minimal sensation now at about 18 ma, whereas previously there were good paresthesia in the entire pain area at 7.0 ma, ceteris paribus). Patient experienced loss of therapy. The patient has not fallen or made any abrupt movement. The remaining electrodes are not sufficient to cover the pain area (lower legs, feet in dpn). The rep's recommendation was to revise the lead.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: g2: netherlands h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that serial number and implant date of the lead were unknown. A revision surgery was being planned, but had not occurred or been scheduled yet so the issue was not yet resolved. The cause of the issue was not identified. It was noted that this information was confirmed/provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# unknown. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The revision did occur on (B)(6) 2025, the lead was replaced. Lead info not known as the rep did not support the or. It was understood that the revision did resolve the impedance/therapy issue. Customer discarded the device.